Event description:
It was reported the pt experienced stimulation in the wrong location. The pt stated he could not sleep at night due to implant being in wrong location and kept him up at night. The device was explanted. No outcome was reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.